Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient expiration, as well as a direct correlation to centrimag blood pump, lot number l06572-la7, could not conclusively be determined through this evaluation. A specific cause for the reported patient expiration, as well as a direct correlation to centrimag blood pump, lot number l0000010, could not conclusively be determined through this evaluation. Multiple attempts to gather additional information was attempted; however, none was provided. No product is available for investigation; however, in the event that the centrimag blood pumps return, this investigation will be reopened. The relevant sections of the device history records for centrimag blood pump, lot number l06572-la7 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for centrimag blood pump, lot number l0000010 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) is currently available. This document lists death as an adverse event that may be associated with the use of the centrimag circulatory support system. The following are warnings associated with the centrimag blood pump. Warning 10: frequent patient and device monitoring is recommended. Warning 15: monitor the patient¿s hemodynamics to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight could not be provided by the site.

Event description:
It was reported that the patient passed away while on biventricular assist device (bivad). The cause of death was unknown. Additional information was requested but not provided.